Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time.

Event description:
It was reported that the pressure in the ureteral dilation balloon catheter did not raise even when the pressure was applied by inflation. It was stated that there was no problem when the separate inventory was opened and used.

Event description:
It was reported that the pressure in the ureteral dilation balloon catheter did not raise even when the pressure was applied by inflation. It was stated that there was no problem when the separate inventory was opened and used. Per follow up information received via ibc on 14jul2022, it was stated that the customer did not provide any information whether there were any holes or tears in the foley catheter balloon. Per notification received from investigator on 30sep2022, it was stated that during evaluation it was found that the gauge needle was out of the zero position and the gauge was found to be broken at the glue plug area due to shock damage.

Manufacturer narrative:
The reported event is confirmed, supplier manufacturing related. Photo samples were submitted which show the gauge broken off the device. The eagle inflation device was returned without the original packaging. An evaluation of the physical sample was completed. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. Based on the results of the investigation no additional action is required at this time. A label/pack review is not required as a review of the label could not have prevented the reported event. The actual/suspected device was inspected.